Event description:
It was reported that on (B)(6) 2025, a 29mm navitor vision valve was chosen for implant using a large navitor delivery system. The length of the membranous septum was 4.3 and there was calcification extending beneath the aortic annular plane in the interventricular septum. The valve was successfully implanted at a depth of 4.5mm. After the implant, the patient required a permanent pacemaker due to heart block. The patient required one day hospitalization. The patient was reported discharged.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event for patient effects of heart block was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. The investigation was unable to determine the cause for the reported heart block. The reported hospitalization and surgical intervention were result of case-specific circumstances. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.

Event description:
N/a.